Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported in a literature article that after an intraocular lens (iol) implant surgery in right eye, a patient experienced uveitis glaucoma hyphema (ugh). A secondary surgery was needed to fixate the lens to the iris. Additional information has been requested.